Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis (dka). It was also reported the cannula was possibly not inserted correctly into the infusion site and was bent. This condition could interrupt insulin delivery and contribute to dka. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient was taken to the emergency room (ER) due to diabetic ketoacidosis (dka). The patient's blood glucose levels reached 543 mg/dl while wearing the pod between 24 and 36 hours; it was also reported that cannula did not insert into the skin and appeared bent upon pod removal. Symptoms reported include hyperglycemia, loss of consciousness and numbness of the hands and legs. The patient was treated with manual insulin injections, intravenous fluids and zofran; a respiratory test, x-rays and lab work were also performed. The patient was released after spending 5 hours in the ER. The patient's blood glucose history is as follows: time: 6:45am, bg(mg/dl): 292; 7:54am, 314; 12:07pm, 534; 12:44pm, 543.